Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not performing properly. The patient underwent a revision surgery and all components were removed and replaced. The aus system was empty upon removal, indicative of fluid loss. There were no patient complications.